Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the one day post implant evaluation, high pacing thresholds were exhibited with this right ventricular lead. No pacing inhibition was observed however an x-ray illustrated that the lead may have dislodged. During an immediate revision, the lead was successfully repositioned and to date remains implanted and in service with no further complications.